Manufacturer narrative:
Pod was received fully deployed. No damages or defects were observed in the needle mechanism assembly that would cause the reported late deployment. The pod was able to be reset and re deployed during the investigation. The exact timing of the pod deployment could not be determined. An 0xaa alarm was observed in the pod data during operation indicating that the total number of ble resets after pod in filled state exceeded the threshold. Further investigation found no evidence of damages or defects that would contribute to this alarm. The root cause of this alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.